Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from the cobas 8000 e 801 module. The sample was submitted for investigation and tested on a cobas 8000 e 801 module and a cobas 8000 e 602 module. Of the data provided, only the results for elecsys tsh assay and elecsys ft3 iii were discrepant. Refer to the attachment to the medwatch for all patient data. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Additional results from a centaur analyzer and a cobas e411 analyzer were provided for the sample in question.

Manufacturer narrative:
The investigation confirmed the customer¿s results. The investigation did not identify a product problem. The cause of the event could not be determined. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.